Manufacturer narrative:
The referenced report of previous driveline repair is covered under medwatch MFR report #2916596-2015-01771. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 2 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that low speed advisories were observed. The patient has had a previous percutaneous lead (driveline) replacement. Technical service reviewed the log file submitted which contained a speed drop below the lower speed limit (lsl) on (B)(6) 2017 appeared to possibly be associated with a percutaneous lead short to shield. An ungrounded power module patient cable was sent to the patient. No additional information was provided.

Manufacturer narrative:
The reported pump speed drop was confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. It should be noted that a transient pump speed drop below the low speed limit was capture on 11/25, accompanied by pi events. The pump resumed operation at fix speed after the event without issues. There were no other unusual events noted in the event history and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.